Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse confirmed low power output, smoking and clicking sound. The system was inspected and found that the fiber port was dirty. The fse cleaned the fiber port and checked and cleaned all optics. The debris shield was blown and replaced. The fse performed alignment checks, system power output check and full functionality testing. The debris shield and fiber were inspected after power checks and no damage was found. It is likely that the dirty focus lens damaged the debris shield, leading to the event experienced by the customer.

Event description:
It was reported that the laser was not firing, was making a clicking noise and a burning smell was also perceived. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.